Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that there was a sudden rise and high hv (high voltage) impedance was observed on the right ventricular (rv) lead. It was noted there was a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.